Event description:
It was reported that during a surgical procedure the anchor stuck to the metal portion of the deployment tool when placed, which caused the edge of the anchor to become curled (folded) under itself when placed. The physician decided to remove the anchor and place a new one. The anchor was to be returned to the manufacturer. There were no patient symptoms or injury related to the event. The patient status at the time of the report was no injury or adverse event. The device system was to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID neu_tlock_anchor. Product type: accessory: product ID 8781, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the catheter's anchor found that it did not properly detach. The interaction of the anchor with the anchor deployment tool caused the anchor to fold in on itself. The distal side appeared to be folded in on itself.